Event description:
It was reported to philips that intermittently the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a coronary diagnostic procedure. The procedure was delayed by less than 20 minutes then completed as planned by moving the patient to another system. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and analysis of the system log files found a software request timeout error and the fse suspected that the wired footswitch was defective. The fse replaced the footswitch. The footswitch was returned for failure analysis. Analysis found missing anti-slip rubbers and that the rubber cable sheath was ripped. No failures could be identified with functional testing by the analysis team. After the footswitch was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.